Manufacturer narrative:
Phone number is not provided.

Event description:
It was reported to philips that the device is not working due to required co2 calibration. There was no reported patient involvement / adverse patient impact.

Manufacturer narrative:
.